Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and char was adhered to the proximal side of the tip electrode. The issue was noted after 1.5 hours of catheter use. Lpv (left pulmonary vein) ablation was conducted, and when the catheter was removed from the patient's body, char was confirmed. Heparin was used as an anticoagulant. As the act (activated clotting time) was up to 313, additional 3cc heparin was administrated. There were no problems switching between low/high flow rates. There were no issues with the temperature settings, carto settings, or generator settings. The physician noted that the char was not excessive by their standards but could present a risk of asymptomatic stroke. The char was wiped off and the procedure was continued. The procedure was completed without patient consequences.

Manufacturer narrative:
Note: d4 primary UDI number updated to (B)(4). On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and char was adhered to the proximal side of the tip electrode. The issue was noted after 1.5 hours of catheter use. Lpv (left pulmonary vein) ablation was conducted, and when the catheter was removed from the patient's body, char was confirmed. Heparin was used as an anticoagulant. As the act (activated clotting time) was up to 313, additional 3cc heparin was administrated. There were no problems switching between low/high flow rates. There were no issues with the temperature settings, carto settings, or generator settings. The physician noted that the char was not excessive by their standards but could present a risk of asymptomatic stroke. The char was wiped off and the procedure was continued. The procedure was completed without patient consequences. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, temperature, impedance and irrigation test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char/thrombus/clot attached on the electrode of the device's tip was observed. The temperature and impedance test was performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31254737l and no internal action related to the complaint was found during the review. The char and thrombus/clot issues reported by the customer were confirmed. The instruction for use (IFU) contain the following warning and precautions: before initiating the application of rf (radiofrequency) energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting rf application char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, temperature does not rise, discontinue delivery of energy and check setup. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).